Event description:
It was reported that the physician's programming system was performing slowly and not working right. The nurse practitioner powered on the handheld and noted that it was at the "interrogation successful" screen. A hard reset was performed, which resolved the screen freeze at that time. It was later reported that the handheld is still experiencing freezing issues. The physician requested that the handheld be replaced. A new programming tablet was provided to the physician. The handheld is expected to be returned, but has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the flashcard was completed on (B)(4) 2014. Analysis of the software flashcard identified the alleged screen freeze complaint is a known issue that has been previously evaluated and addressed. No other issues were observed with flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.